Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow of transfusion blood while using a y-type blood/soln set. This was further described as ¿the ns (normal saline) bag was completely clamped but the blood still backed up into it. About 1/4 of this blood vent into the ns bag.¿ this issue was identified during use on a patient to transfuse blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.